Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, increased impedance measurements which were not out of range, and pacing inhibition with approximately six to ten seconds of asystole. The rv noise appeared to be from minute ventilation (mv) signals. The device and leads were explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).